Event description:
It was reported that during a stenting treatment procedure, a balloon inflation issue and stent damage occurred. The physician noted that prior to use of the 4.0x24mm promus premier¿ stent that a strut was raised on the stent. The physician decided to press it down manually and go ahead and deploy the stent. When the balloon was inflated only the distal half of the balloon expanded. The balloon was deflated and the delivery system was removed, the whole stent came with it. The distal portion of the stent was extremely deformed and elongated, the proximal half was intact. Another 4.0x24 promus premier¿ stent was delivered successfully. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the stent delivery system was returned with solidified contrast medium visible in the inflation lumen indicating the device was prepped for use. The entire stent was damaged. The stent struts were severely distorted and were stretched distally towards the tip of the device. Additionally it was noted that the struts on the most proximal row were raised vertically off the balloon material. This type of damage is consistent with the stent encountering resistance possibly during the removal of the device. There were no issues with the profile of the balloon and tip sections of the device. The balloon was inflated to nominal pressure and deflated as per the dfu. The inflation device was verified at 11 atmospheres (atm) before and after use with a calibrated pressure gauge. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error, as the complaint report states that an attempt was made to use this device despite the fact that the stent was damaged. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon inflation issue and stent damage occurred. The physician noted that prior to use of the 4.0x24mm promus premier¿ stent that a strut was raised on the stent. The physician decided to press it down manually and go ahead and deploy the stent. When the balloon was inflated only the distal half of the balloon expanded. The balloon was deflated and the delivery system was removed, the whole stent came with it. The distal portion of the stent was extremely deformed and elongated, the proximal half was intact. Another 4.0x24 promus premier¿ stent was delivered successfully. No patient complications were reported.